Event description:
The facility reported that while a resident was being transferred, the hanger bar unscrewed itself from the load cell and detached from the lifter. The facility indicated that the spring pin that holds the hanger bar to the load cell assembly of the lifter was missing. The resident received a bump on the head, a skin tear on the left hand, a cut under the jaw, and a skin tear on the second finger of the right hand. 3 sutures were placed under the jaw. CT was negative.